Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge in an attempt to resolve the issue, but declined follow up from tandem technical support. There was no adverse impact to the customer's blood glucose level.